Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was unable to be confirmed as all the components were not returned. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the 2.5 x 12 mm xience alpine stent delivery system (sds) was removed from the hoop, after the protective sheath and stylet were removed, the stent implant dislodged from the balloon. There was no reported resistance felt during removal of the protective sheath and the stylet. The device was not used on the patient. A new sds was used successfully to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.